Event description:
It was reported by the rep that the device was used during a laparoscopic oophorectomy. It was reported the patient had a routine bilateral laparoscopic oophorectomy. All staple lines looked very dry at the end of the case and the case appeared to be uneventful. The patient had normal post operative course until eighteen to twenty hours post operative complications were noticed. The patient was returned to the o.r. And a laparotomy was done. During the case it was noted that two of the eight lines appeared to be oozing slightly, but not actively bleeding. (However, the abdomen was filled with blood). The staple lines were over sewn and the patient was closed. The surgeon was perplexed as to exactly what was the case but felt the stapler was involved. Toradol was given to the patient and the doctor wondered about it's effects.